Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure x-ray and fluoroscopy confirmed the right atrial (ra) lead was fractured from the subclavian vein to the superior vena cava (svc). The lead was programmed off and capped. No patient complications have been reported as a result of this event.